Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was displaying the batter indicator symbol. On october 1, 2009, the sr medical surveillance specialist reviewed the recorded telephone call and was able to classify the complaint. On the evening of the day prior to report, the patient noted the reported meter was displaying only the battery indicator symbol; she was unable to test her blood glucose level. The patient took no actions due to the meter power issue. The date of contacting to lfs at 2:00 am, the patient woke up experiencing the symptoms of sweating, weakness and she felt low. The patient administered self-treatment with candy and felt better afterwards; she did not seek any medical attention. The patient treats her diabetes with insulin, and adjusts the doses based on meal content. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was resolved with troubleshooting and a replacement battery. The patient did not replace the meter's battery as recommended. The patient reported suffering symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue, and received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.